Event description:
It was reported that the cartridge was leaking from an unknown location resulting in a blood glucose (bg) level of "high" and subsequent hospitalization. In hospital, customer received intravenous fluids of insulin, saline, and antiemetics which successfully resolved the bg. Customer was released the following day with no permanent damage sustained.